Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. A bilateral maxillary procedure was performed and treatment on one side when fine and when the other side was done, the balloon failed. It looked like the end of the balloon was gone. There was no mention of pt injury.

Manufacturer narrative:
Acclarent rec'd the returned device on (B)(4) 2013. The device was rec'd in a state of portion of balloon on the distal site was broken off. The broke off piece of balloon was not returned. The balloon was not able to inflate. Acclarent will continue to monitor this phenomenon for trending purposes.